Manufacturer narrative:
Additional information: b5: customer clarified that "lab testing" was pcr testing.

Event description:
Customer clarified that "lab testing" was pcr testing.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported seven (7) unconfirmed false positive results with the binaxnow covid-19 antigen self test. Per the consumer, the patients got lab testing (name of test not provided) and that generated negative results. Although requested, no additional individual patient information, including patient treatment and outcome was provided.